Manufacturer narrative:
This report is being filed due to the product's involvement in a serious injury. Multiple sections of this report are blank due to the limited information provided, namely section d4. The lot number for the device was not provided; therefore, section d4 could not be completed, including the UDI number. An attempt to gather further details was made; however, per the distributor, good faith efforts for additional information could not be performed as this complaint is part of the uromax ultra balloon dilation catheter pmcf retrospective chart review for an event that reportedly occurred on approximately june 18, 2019. Should additional information be received, it will be provided and added to the complaint record. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further information is received from the distributor, a follow up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: dilation of right ureter with intraluminal device, via natural or artificial opening endoscopic additional information provided 25 june 2024: complaint summary: it was reported that a zipwire guidewire was used during a dilation of right ureter with intraluminal device, via natural or artificial endoscopic opening procedure performed. During the procedure, the patient's ureter was lacerated. In addition, the patient experienced the following additional complications other specified sepsis, acute post-hemorrhagic anemia, and post-procedural retroperitoneal abscess. The patient was discharged 14 days post-procedure. Additional information provided 1 july 2024: good faith efforts for additional information could not be performed as this complaint is part of the uromax ultra balloon dilation catheter pmcf retrospective chart review. Should additional information be received, it will be provided and added to the complaint record.